Event description:
The dr. Had the purse string stapler device on the bowel and fired it. The plastic notch broke off and flung on the patient, not in the patient. The broken stapler and notch were saved and sent to clinical engineering. A new stapler was used to complete the procedure with no harm to the patient. Images of the broken stapler were obtained and this device will be returned to the manufacturer for failure analysis. Manufacturer response for clamp, surgical, general plastic surgery, purstring (per site reporter). The device will be returned for failure analysis.